Event description:
It was reported that 8mm small grasping retractor instrument had a damaged cable. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end.